Event description:
It was reported that during an explant procedure for a right ventricular (rv) lead, this right atrial (ra) lead was accidentally damaged. The physician decided to explant and replace this lead. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed stretched and deformed conductor coils. This type of damage is consistent with repeated stress over time. The reported accidental damage is likely the cause of the lead damage observed by the laboratory.

Event description:
It was reported that during an explant procedure for a right ventricular (rv) lead, this right atrial (ra) lead was accidentally damaged. The physician decided to explant and replace this lead. This lead was returned for analysis. No additional adverse patient effects were reported.